Event description:
A health professional reported that following an implantable collamer lens (icl) implantation procedure, the patient required additional procedures. Lasik was performed. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of event was not reported.

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
There is no complaint as claim is duplicate of MFR-report 2023826-2023-05728. Claim# (B)(4).